Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the catheter nearly turned off/nearly separated without any manipulation by the healthcare professional (hcp). The catheter could be retrieved in one piece without any difficulties or consequences for the patient. No additional information is available.

Manufacturer narrative:
As reported during a percutaneous coronary intervention (pci), ¿the catheter nearly turned off/nearly separated without any manipulation by the healthcare professional (hcp).¿ the catheter was retrieved in one piece without any difficulties or consequences for the patient. No additional information is available. One non sterile unit of adroit 6f .072 was received coiled inside a plastic bag, the catheter was found twisted and partially separated at 39.5cm from ID band distal end. No other issues were found. The unit was inspected under a microscope and the catheter showed evidence of a twisting event that caused elongations prior to the partial separation. The catheter od and ID were measured near the twisted and partially separated condition against drawing (B)(4) (revision that was effective when the complaint lot was manufactured) and results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿body/shaft- cracked¿ was confirmed through analysis of the returned device. However, the cause of the damaged (twisted and partially separated) could not be conclusively determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Based on the analysis, the cause of this damage does not appear to be related to the manufacturing of the product since twisting and elongation conditions were found on the partially separated area. Neither the product analysis nor DHR review results suggest that the reported failure is related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15959568 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.